Manufacturer narrative:
Results of investigation: the carefusion field service representative evaluated the unit and was able to confirm the reported issue and isolate it to a faulty main board. The main board was replaced, the transducers were calibrated and preventative maintenance was performed and the unit is meeting specification. In the event the component is returned for evaluation a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Results of evaluation: the carefusion field service representative evaluated the unit and determined the issue to be isolated to the main printed circuit board. A replacement board has been ordered to be installed onto the unit. Upon completion of the evaluation or in the event additional information becomes available a follow-up report will be submitted.

Event description:
The customer stated that there was a note on the unit that says "broke." There was no information if the unit was on a patient at the time of the event. Additional information was discovered that stated upon startup, the device experienced a transducer fault and motor fault.